Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering right. They were having extreme high blood glucose. When they perform a bolus it doesn't come out. There was a constant screeching noise when rewinding the device. The customer¿s blood glucose level was unknown. The customer had taken the device off and was on manual injections. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.